Manufacturer narrative:
The reported event of electrical arc could not be confirmed. The reported event of audible noise from the device was confirmed. As received, the device had no telemetry communication. The device was cut open to enable further testing, revealing a low battery level as the cause of the no communication. Additional testing performed on the internal circuitry captured a high current condition within the hybrid. Further analysis of the hybrid isolated the source of high current to a damaged hybrid component, resulting from a manufacturing anomaly. The damage observed in the hybrid could result in the audible noise reported by the field.

Event description:
During a capacitor maintenance test in preparation for MRI, there was a cracking sound from the device and the patient felt some discomfort. The device could no longer be interrogated; therefore, the device was explanted and replaced with no harm to the patient. The patient was stable.